Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref number: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is completed a supplemental report will be submitted.